Event description:
Problems include the following: (1) the repeated separations of parts of the hearing aids from each other; and the fact that two of rptr's letters to co have been ignored, ie, no reply was made. The two pieces have been repaired in local offices twice, and have been sent to central repair shop at least four times, so that rptr was deprived of using the hearing aids much of the time since rptr purchased. The necessity for frequent repair indicates faulty material and/or unstable construction. While being worn the hearing aids have repeatedly separated, and the hook part falls away.